Event description:
It was reported that the surgeon inserted an aq2003v silicone 3 piece lens and the lens was torn during insertion. The incision was enlarged to remove the lens. Another lens was successfully implanted and sutures were required to close the wound.

Manufacturer narrative:
Eval results - (other): visual inspection of the returned product showed that both haptics were torn off and 1 of them was stuck inside the cartridge. There was no visible damage to the cartridge. There was both a reddish and a clear surgical residue on both products. Conclusion - (no conclusion can be drawn): based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for eval.